Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated that she had issue with reservoir, after one day the reservoir started to get bubbles. The customer was unable to troubleshoot air bubbles because of past event. The customer stated that she is running out of reservoir and infusion. Customer was advised that we are sending supplies and replace.